Manufacturer narrative:
Additional information: on february 3, 2021, mentor became aware of the lot number and the correct catalog number of the impacted device. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (catalog number, lot number, UDI, manufacturing date, expiration date and device returned to manufacturer date). On february 5, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 425cc breast implant had parallel lines of shell wear on the anterior aspect. Additionally, a tear was observed within an area of siltex cracking on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported a female patient underwent breast augmentation revision with 425cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with unspecified saline mentor breast implants on (B)(6) 2020.

Manufacturer narrative:
Additional information: on december 15, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufaturer's reference number: (B)(4).